Manufacturer narrative:
The sample was returned for evaluation. The sample evaluation finds two (2) petals to be torn apart from the device. Torn material in this manner would compromise the integrity of the device if implanted. Based on the investigation activities performed, the review and analysis of all available information does not indicate a definitive root cause, however the handling process at end user level may be considered as a possible contributing factor for the device condition. Per investigation findings this complaint is confirmed with an unknown cause. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in (B)(4) 2017. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the patient information could not be obtained due to the personal information protection law in (B)(6).

Event description:
It was reported that the bard/davol perfix plug device broke. There was no patient injury as a result of the reported problem.